Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has had the ins for 4 years. However, the ins has been turned off and not been recharged since 3.5 years. It was not possible to recharge or interrogate the ins. A physician mode recharge (pmr) was already tried. It was advised to try to perform a pmr multiple times (3-4 times or more) to see if it was possible to wake up the ins and charge it again. Additional information was received from the manufacturer representative reporting that a pmr was attempted three times, recharge attempted for four hours in clinic and three hours in patient home. The ins did not come in and did not recover. The patient did not charge the ins for 3.5 years because they did not feel the therapy was effective. The patient was seeing a consultant to get either device replacement or removal.

Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.